Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: synthecel dura repair, dural closure after posterior fossa surgery, (B)(6) m.d origin of report is the united states. This report is for a unknown synthecel dura repair. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This article is being filed under subsequent review of the following case study report, synthecel dura repair, dural closure after posterior fossa surgery, (B)(6) m.d origin of report is the united states. It was reported a (B)(6) female with a female history of neurofibromatosis underwent a magnetic resonance imaging (MRI) which confirmed bilateral large cerebello-pontine angle tumors consistent with vestibular schwannomas and the diagnosis of neurofibromatosis 2. A right sided craniotomy was performed and included a hemilaminectomy. Dura closure due to shrinkage of the dura, approximation of the edges was no longer possible and synthecel dura repair was cut to a suitable size and shape. After no leakage of fluid the free bone flap was replaced and secured with titanium plates and screws (depuy synthes matrixneuro cranial plating system). Immediately post operative period the patient had developed a house-brackmann grade 4 facial weakened and right deafness. One month post-operative MRI scan revealed no evidence of cerebrospinal fluid (csf) leak or collection, no significant pseudomeningocele and no other complications noted, including wound infection and aseptic meningitis. Facial weakness and house-brackmann now grade 2 at one month post operatively. This is report 1 of 1 for (B)(4). This report is for an unknown synthecel dura repair this report is for one device.